Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for intractable spasticity. It was reported that the patient had a pump that was malfunctioning and they had an appointment scheduled to have the pump replaced and sent for testing and they wanted to see if the patient was still safe to scan. Technical services (tss) inquired on how the pump was malfunctioning and hcp stated he had no further information (event date, physician, drug etc). Tss stated since we knew limited info on the pump issue, to still follow the pump conditions for scanning and have patient get the pump checked after scan.

Event description:
Additional information was received via the return paperwork and the reason for return was noted as death. The patient passed away on (B)(6) 2025 and the device was explanted on (B)(6) 2025. The cause of death was not reported. Additional information was received from a healthcare provider (hcp) on (B)(6) 2025 and the event was summarized. The office manager stated that the patient's passing had nothing to do with the mdt device/therapy. The patient had not been seen since the prior (B)(6) 2024 and had subsequently been diagnosed with encephalopathy and sent to hospice (also unrelated - per the office manager). The pump was to be replaced but was not able to be done due to the presence of a non-healing wound in an unspecified location (unknown to the office manager per the patient chart). As of (B)(6) 2024, everything was fine with the pump.

Manufacturer narrative:
H3. The returned pump device passed all testing in the laboratory and no anomalies were identified. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2025: baclofen with concentration 2,000.0 mcg/ml at a dose rate of 606.7 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.